Manufacturer narrative:
See investigation attached.

Event description:
Allegedly, according to dr. Patient had metal allergy/high ion count believed to be from the existing metal head and metal conserve cup. Dr. Wanted to keep the stem,neck and cup; then replace the head with a delta option 28 and dynasty dual mobility 48mm poly liner. Dr. Understood that this was off-label. Dr thinks this would be least invasive option for patient. After relaying information that we at corporate, would not offer this implant, dr. Decided to remove entire stem after a gto. Implanted was a depuy corail stem and a stryker 48 dual mobility insert.